Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, the hypotube section of the shaft was fractured. The physician grabbed the remaining wire to pull out the end with the stent. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, the hypotube section of the shaft was fractured. The physician grabbed the remaining wire to pull out the end with the stent. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the break occurred approximately 129 cm from the hub.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with proximal struts lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 22.5 cm distal to distal strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues. No other issues noted with device. B5. Describe event or problem- updated.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and upon removal, the hypotube section of the shaft was fractured. The physician grabbed the remaining wire to pull out the end with the stent. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the break occurred approximately 129 cm from the hub.